Event description:
Philips received a complaint on the heartstart xl+ indicating that the device failed the self-test. There was no patient involvement at the time the issue was discovered.

Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) with an investigation documented by philips complaint handling. Analysis was performed by customer and a third party. Based on the results of the analysis provided by customer, the cause of the reported problem was due to the defective processor pca. The issue was resolved after a third party repaired the processor pca and the product is back in service. Based on the information available and results of additional analysis, no further action is necessary at this time.